Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized. On an unreported date, the patient was treated with fortum injection 2gm once a day ip, vancomycin injection 1gm, once in 5 days, ip and fluconazole tablet, 150mg, once a day. The root cause of the peritonitis was unknown. It was not reported whether the event of peritonitis resolved. Fortum, vancomycin and fluconazole were continued. It was not reported whether dianeal pd2 ultrabag was continued. Concomitant medication was not reported. The reporter believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.